Manufacturer narrative:
This event was assessed and is being reported as part of a retrospective review of complaint source data. This information was received from the mechanical circulatory support product surveillance registry study. Product event summary: the ventricular assist device (vad) ((B)(4)) and the associated outflow graft (lot number: 17058547-0569) were not returned for evaluation. Review of the controller log files revealed a slight decrease in power consumption and estimated flows beginning on (B)(6) 2020; however, no alarms were recorded within the analyzed period. The reported occlusion event could not be confirmed due to insufficient evidence. Information provided by the site indicated that the patient presented with shortness of breath, a twelve pound weight gain (volume overload), a suspected outflow graft occlusion, liver congestion and a supratherapeutic inr. The patient experienced right heart failure, respiratory distress, several episodes of ventricular tachycardia (vt), hepatic dysfunction, hypoperfusion and renal dysfunction. The patient was treated with medications, defibrillation, continuous veno-venous hemofiltration dialysis (cvvhd) and intubation. A chest computerized tomography (CT) scan was planned to rule out the outflow graft occlusion, but was held due to elevated creatinine. The patient tested positive for covid 19 and received vasopressors. The patient expired due to multi-organ system failure, right ventricle (rv) failure and viral infection. Based on the available information, the device may have caused or contributed to the reported event. Based on the risk documentation, possible causes of the observed low flow event may be attributed to multiple factors including but not limited to thrombus at the inflow cannula/outflow graft, constriction at the outflow graft, inappropriate pump rotational speed, and/or poor vad filling. Per the instructions for use, renal dysfunction, respiratory dysfunction, hepatic dysfunction, right heart failure, cardiac arrhythmia, infection, multi organ failure and death are known potential complications associated with the implantation of a vad. Based on review of past adverse events for this patient, it was noted that the patient had a history of right ventricular failure. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the ventricular assist device (vad) patient presented with shortness of breath, a twelve pound weight gain (volume overload), a suspected outflow graft occlusion, liver congestion and a supratherapeutic inr of 4.1. The patient experienced right heart failure, respiratory distress, several episodes of ventricular tachycardia (vt), hepatic dysfunction, hypoperfusion and renal dysfunction. The patient was treated with medications, defibrillation, continuous veno-venous hemofiltration dialysis (cvvhd) and intubation. A chest computerized tomography (CT) scan was planned to rule out the outflow graft occlusion, but was held due to elevated creatinine. The patient tested positive for covid 19 and received vasopressors. The patient expired due to multi-organ system failure, right ventricle (rv) failure and viral infection.